Manufacturer narrative:
The field service engineer checked the analyzer and did not find a cause. As the customer was unable to provide further information, a definite root cause analysis was not possible. The investigation did not identify a product problem. The issue was consistent with a pre-analytical handling issue at the customer site. The customer was using a shorter centrifugation time than what is typically recommended by tube manufacturers. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable lithium result from the cobas c 503 analytical unit. The initial result was 0.1 mmol/l with a data flag and was reported outside of the laboratory. The result did not match the patient's history and the sample was repeated. The repeat result was 2.3 mmol/l and was believed to be correct.

Manufacturer narrative:
Medwatch fields a2, a3, a4, b7, and d10 were updated.